Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6- health effect- clinical code: 4581- significant reduction of iridocorneal angles and significant shallowing of ac h11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of iridocorneal angles, significant shallowing of ac. In a separate surgery the lens was explanted. Reportedly, 'ordering a replacement with the same power but two sizes smaller'. The cause of the event was reported as unknown. If additional information is received a supplemental medwatch report will be submitted.